Event description:
It was reported that during a colonoscopy with balloon dilatation procedure, a balloon rupture occurred. The lesion was located in an unspecified portion of the colon. The cre wg 18mm x 20mm balloon dilatation catheter was advanced to the lesion, however, the balloon ruptured on an unspecified inflation at unk atms. The device was removed intact and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
The device was not returned for analysis as it was disposed of at the user facility, therefore, a technical analysis was unable to the performed. The device history record (DHR) could not be reviewed as the lot number is unknown. The most probable root cause is operational context due to contact with a sharp exterior source, such as a calcified lesion.